Event description:
It was reported that the sterile packaging of the stem was opened and the stem was sticking out. There was no harm or impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Manufacturer narrative:
His follow-up report is being submitted to relay additional information. Evaluation of the returned product confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. The stem has punctured thru the inner pouch. The sterile blister is damaged (deformed) with no cracks or holes. Sterility has not been breached. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 evaluation of the photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. The stem has punctured through the inner pouch. No damage to the blister could be identified in the photo. Sterility has not been breached. The reported event is confirmed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event (tyvek delamination) can be attributed to the supplied tyvek. The root cause of the reported event (pouch damage and black debris/staining) can be attributed to transit damage and a packaging design issue. This reported event falls within the scope of a previous corrective action, to implement improved packaging changes. These packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.